Event description:
It was reported from the patient's clinic notes that the pt. Has had an increase in seizure frequency after the device was implanted. Discomfort in the chest and chest pain - noted as, fire in her chest - with the stimulation were also reported. The device was disabled and the patient continues to feel discomfort over their chest. The patient also reported embarrassment due to the disfigurement (related to the device) when wearing bathing suits. The patient had their pulse generator explanted and the leads was left intact. To date, the explanted device has not been received by the manufacturer and no other relevant information has been received.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use. Health effect, clinical code: code e2402 utilized; no appropriate 2nd or 3rd level available. Proposed second level coding - protrusion - to capture incidents of a device being visible under the skin. Health effect - clinical code :e2402.

Event description:
New information was received from the explant site that patient's explanted device was discarded and is not available for return. No other relevant information has been received to date.